Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/03/2014.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/13/2014 with the following findings: the pump powered on with a blank display screen. The display screen was found to be cracked and damaged. Replacement of the display screen with a test screen returned display function to specification. No moisture was observed on the pump¿s internal components. No leaks were discovered during leak testing. Unrelated to the complaint, a battery compartment crack was discovered.